Manufacturer narrative:
Additional information has been requested. Device is not marketed in the us. Investigation is ongoing, no conclusion could be drawn.

Event description:
Device report received from the check republic indicates a patient was implanted with a tomofix medial high tibia plate on (B)(6) 2009. On (B)(6) 2010, patient reportedly fell and experienced complications. Plate was noted as broken. Patient was returned to the operating room on an unknown date for removal and revision to a new plate.